Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that before the intraocular lens (iol) was loaded during the surgery, spots were found on the optic of the lens. The account tried to wash the spots off with distilled water, but they were not successful. No patient injury/involvement were reported.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The return lens was visually inspected under a microscope and revealed that the lens is contaminated. Dust particles are present and the lens contains traces of stain from most probably ophthalmic viscoelastic material. The lens condition is consistent of a lens that was being prepared for use. No product deficiency was found. After cleaning the lens, the lens was visually inspected again under a microscope. No product deficiency was found. Therefore, the reported complaint of spots found on the optic of the lens cannot be confirmed. A review of the directions for use (dfu) was conducted. The dfu states the following: examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. The lens may be soaked in sterile balanced salt solution or sterile normal saline until ready for implantation. The directions for use adequately provides instructions and precautions for the proper use and handling of the intraocular lenses prior to and during implantation of the device. The manufacturing record review was performed. No non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.